Event description:
A peritoneal dialysis (pd) reported she was training a patient how to use the cycler when she discovered a leak following a simulated treatment. The set was connected to a dummy. There was no patient involvement. The treatment was completed without any alarms but when she opened the cassette door she found fluid leaking. The set is being made available for evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection with a microscope determined there was a small tear in the plastic membrane of the cassette which resulted in the leak. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.